Event description:
The subject device was used during a laparoscopic assisted colectomy. After about 30 minutes use, several short circuit error messages were displayed. Finally a probe damage error was displayed. After that the probe was broken when the scrub nurse cleaned the probe with gauze. The probe tip fell off outside the pt. The procedure was completed without similar devices. There was no pt injury reported.

Manufacturer narrative:
The subject device was returned to olympus for eval. The eval confirmed that the probe broke down at 13.5 mm from the distal end. There were contact marks on the surface of the probe and the jaw. The ptfe pad of the device was worn and deformed. The shape of the fracture surface showed that the fracture developed from the scratches as the starting point. The mfg history was reviewed with no irregularities noted. Considering the eval result of the subject device, omsc concluded that the reported event occurred since the user continued activation output without contacting tissue (including after the tissue already cut) for an extended time. It caused the ptfe pad to wear and the probe and jaw were contacted. Then the error messages were displayed. Finally, the probe cracked, and the probe was broken when the probe received a load. This report is being submitted as a medical device report in an abundance of caution.